Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance and oversensing of noisy signals on the right atrial (ra) lead channel. The impedance change was sudden, and the out-of-range value is intermittent. No pacing inhibition was noted as the patient is not pacemaker dependent. The device was reprogrammed. The device remains in use. No adverse patient effects were reported.